Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during branch harvesting, the vasoview hemopro 2 stopped delivering energy. The cord and adapter were replaced; however, the issue persisted. A new device was opened to complete the procedure. No patient harm was reported.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000526647 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during branch harvesting, the vasoview hemopro 2 stopped delivering energy. The cord and adapter were replaced; however, the issue persisted. The beeping sound heard when the toggle was pulled back to activate the device. A new device was opened to complete the procedure. No power supply swapped. The power setting on the hemopro power supply was 3. No pre-cautery test was performed per the IFU. Delay only the length of time to open a new kit. No patient harm was reported.